Event description:
Pt underwent a standard lithotripsy procedure with device functioning normally according to physician. Day 1 post procedure pt complained of pain, which is quite common. Dr followed up with an x-ray and observed what appeared to be steinstrasse in the ureter. Physician placed a stent. During placement the pt released a mass of brown, gelatinous clots (according to phsician it "appeared" to be old blood). Physician stated the clots may be what he observed on x-ray. Pt is being followed for blood in urine for six weeks. No other follow up is reported.